Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error 15 alarm (the critical block and inverse critical block did not add to zero) and battery failed alarm. The customer reported a blood glucose value of 300 mg/dl. The event involved products mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and rewind the pump. Error table indicate that pump should be replaced. Troubleshooting was performed for battery failed alarm and the issue was not resolved. The customer will discontinue use of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and displacement test. No pump error 15 alarm or failed battery test alarm noted during testing. ¿successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 15 alarm found in the pump history file/trace on 07-apr-2025 at 00:46:09. Pump error 15 alarm due to hardware error (line number 442 file number 38). (4) failed battery test alarms found in the pump history file/trace on 07-apr-2025 started from 00:46:12 to 00:53:36. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window. Failed battery test alarm was not confirmed. Pump error 15 alarm due to hardware error. High bg not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.